Event description:
It was reported the ipg was rotating in the pocket site causing discomfort. Surgical intervention took place on (B)(6) 2022 where in the ipg pocket site was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.